Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an implantable pulse generator (ipg) replacement after the battery reached end of life and an elective replacement indicator message was received under the expected timeframe. The patient was noted to be a high energy user. No patient complications were reported. The explanted device was discarded by operating room staff and was not returned for analysis. The patient is reported to be stable postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.